Event description:
It was reported the pt was experiencing withdrawal symptoms, including upset stomach, and had to go to the emergency room. The pt stated that her health care provider "put saline in her pump and did not inform her" he was going to do that. The pt stated the health care provider did not giver her a printout with what he was putting in to her pump. There was a contradictory report that the pt had been made aware of what was in the pump, and had been taking dilaudid orally. The medication being delivered via the device system was morphine sulfate. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).